Manufacturer narrative:
The returned device analysis did not confirm the reported positioning failure-curve unable issue. Additionally, it observed torn clip cover and kink on sleeve shaft. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a definitive cause for the reported positioning failure could not be determined. The observed kink on sleeve shaft and torn clip cover appear to be due to operational context. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip system steerable guide catheter device is filed under a separate medwatch report number.

Event description:
This is being filed to report the torn clip cover noted on the clip delivery system. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was inserted into the patient however it was not possible to steer down to the valve with the m knob. Several attempts were made however were unsuccessful therefore the cds was removed. The device was tested outside the anatomy and worked as intended therefore the cds was re-inserted however again failed to steer down to the valve. The cds was removed and the procedure aborted with the mr remaining at 3-4. There was no clinically significant delay in the procedure and no adverse patient effects. Return device analysis noted the clip cover was torn and the steerable guide catheter (sgc) soft tip was deformed and the silicone valve inside the hemostasis valve was torn. No additional information was provided.